Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard retrievable filter was deployed that opened slightly higher at level of l2 and l1 but became fixed in the wall of the vein with no motion in a patient with deep vein thrombosis and pulmonary embolism. Approximately eight months of post deployment, the patient presented with abdominal pain. The patient has an inferior vena cava filter. On axial images 67 through 70 and coronal images 46 through 48, a limb of the inferior vena cava appears to extend through the inferior vena cava penetrating the infrarenal abdominal aorta. There was no extravasation, several legs of the inferior vena cava filter extend beyond the lumen of the inferior vena cava. Computerized tomography scan of the abdomen with oral contrast showed penetration of infra renal artery by a limb of the inferior vena cava filter. Several lesions extend beyond the lumen of the inferior vena cava. One limb penetrates the infrarenal abdominal aorta. There was no evidence of a leak. Around seven years and four months later, patient presented with shortness of breath. A pulmonary perfusion study demonstrated large perfusion defects in the right upper lobe and moderate sized perfusion defects in the right lower lobe. There was high probability for pulmonary embolism. Around one month later, computerized tomography angiogram of the chest with contrast was performed which demonstrated that an infrarenal inferior vena cava filter was seen. One of the filter struts extends into the lumen of the aorta through the right lateral wall. There was no contrast extravasation at this location. Inferior to the above-mentioned inferior vena cava filter, there was distention of the inferior vena cava and bilateral common iliac and external iliac veins with relative luminal hyperdensity, suggesting extensive venous thrombus. There was a 12-prong infrarenal filter in of prongs appeared to traverse and enter perivascular space with one prong entering infrarenal abdominal aorta at approximately l3 level (series 3 image there were inflammatory changes extending inferiorly along the aorta and pelvis with numerus adjacent shotty perivascular retroperitoneal, presacral, and pelvic lymph nodes along iliac. There was hyperdense material within pelvis suggesting pelvic hematoma slightly secondary to vascular perforation. One week later, the patient was found to have an occluded inferior vena cava filter with timed penetration on CT scan. The decision was made to perform inferior vena cava filter removal, well as endovascular iliocaval reconstruction as soon as the acute clot had been removed. Access was gained via right internal jugular vein. From here an amplatz wire was advanced to the level of the inferior vena cava filter. A triaxial retrieval sheath manufactured by cook was then advanced. Venography demonstrated evidence of supra caval clot or clot attached to the inferior vena cava filter. A loop snare was used to retrieve the inferior vena cava filter. There were no complications in retrieval. A 9 - french sheath was left in the patient' s neck for that there was no loop snare was inferior vena cava filter the duration of the procedure. Therefore, the investigation is confirmed perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to post pelvic surgery. At some time post filter deployment, it was alleged that the filter struts perforated. The device was removed percutaneously. The current status of the patient is unknown.